Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for unknown indications. It was reported that around the patient¿s implantable neurostimulator (ins) site was sore and it hurt. The patient mentioned that their healthcare professional (hcp) told them that the ins might have moved. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to discuss the symptoms mentioned. There were no further complications reported or anticipated.